Event description:
Reported per clinical trial dvl-he-020: (B)(6) 2021 subject patient underwent robotic assisted procedure for primary supraumbilical ventral hernia repair. The size of the hernia defect was 4cm x 3cm. A bard/davol ventralight st w/echo ps 2 was implanted using a mechanical suture and the fascia was completely closed. The patient was discharged on the same day. (B)(6) 2021 subject patient was diagnosed with small seroma during a follow-up visit. Per the study clinician, the reported adverse event has been assessed as mild in severity, possibly related to the study device and definitely related to the index procedure. The outcome for this ae is reported as recovered/resolved.

Manufacturer narrative:
As reported, post-implant of the ventralight st w/echo ps 2, the patient was diagnosed with small seroma, resolved with no treatment required. The clinician has assessed the patient¿s postoperative course as being ¿possibly¿ related to the study device and definitely related to the procedure, however, based on the information provided, no conclusion can be made. The reported adverse reaction seroma formation is a known inherent risk of surgery. The adverse reactions section of the instructions-for-use supplied with the device lists seroma as a possible complication. To date, this is the only reported complaint for this manufacturing lot. Device not returned - remains implanted.